Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the first pipeline flex with shield did not open the proximal section. The device was resheathed two times prior. It was then decided to us a solitaire ab to bridge the device open. However, the solitaire ab did not detach. Per the images, it was able to be confirmed that the detachment zone was distal to the end of the micro-catheter. The decision was taken to telescope a second pipeline device through the original device. This provided a satisfactory result, and the patient was recovered. No patient injury occurred. The devices were reported to have been prepared and used per the instruction for use.